Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Problem : oil leak from piston.

Manufacturer narrative:
Reported event: oil leak from piston device evaluation and results: per gsp 164890: replaced pump assy pn (B)(4). Product history review a review of device history records shows that on 12/11/12 1 device was inspected and 1 device was placed on: npr 12-08-0042, npr 12-08-0043, npr 12-08-0047, npr 12-09-0043, npr 12-12-0012, npr 12-08-0060. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n (B)(4)., shows 2 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Problem : oil leak from piston.

Event description:
Problem : oil leak from piston.

Manufacturer narrative:
An MDR was inadvertently opened for this MDR. Per the changes being made in (B)(4), this event does not meet reportability requirements.